Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6). Product family: dbs-lead fixation upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 33781441. Product family: dbs-lead fixation upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 33825236.

Event description:
It was reported that a computed tomography (CT) image was taken during a post-operative deep brain stimulation (dbs) procedure follow up. The CT scan revealed a brain hemorrhage. Physician attempted to stop and repair the hemorrhage however was unable to do so as a result the patient passed away due to the complications. It was noted that the dbs system did not cause the complications however the patient was a smoker increasing the risk of the procedure per the "physician's" assessment.